Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis identified a circumferential fracture at the distal side of the fiber. A distal circumferential fracture has the potential for forward firing; therefore, the reported clinical observation is confirmed. It is probable that the identified debris adhesion on the surface of the metal cap contributed to elevated temperatures near the laser beam output window leading to the distal circumferential fracture. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip. Based on analysis results, the interaction between the user and device caused or contributed to the reported event and identified circumferential fracture.

Event description:
It was reported that at 22,000 joules of use, the fiber cap was rotating inside the metal cap causing the fiber laser light to hit inside the same cap and become inactive. The fiber was exchanged and the procedure was completed with a second fiber. There were no patient complications to report. The fiber was returned, and analysis identified a circumferential fracture at the distal side of the fiber/cap fusion zone at the bevel edge. The potential for forward firing may exist.